Event description:
Complainant alleged that during biomed testing, the device failed electrical safety test for ground resistance. Complainant indicated that there was no patient involvement in the reported malfunction.